Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545-600 mg/dl range. A correction bolus via the pump was delivered to address bg. Reportedly, the pump supplies were in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.